Event description:
Pt was revised to address knee infection. The insert was exchanged. Minimal poly wear was noted intraoperatively.

Manufacturer narrative:
No product was returned. A search of the complaint database did not reveal any other reports for the mfg lot. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the reported infection; however, infection after approximately five years is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.